Event description:
Customer support noticed several "battery pack fault" events on a male patient's download. Support called the patient and left a message. Support tried to contact patient and kept getting no response. In 2007, support called to notify the patient they were sending a new battery pack and to return the faulty battery pack.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery pack faults" was due to a damage connector (pin #5). The battery pack was repaired. Then it was retested and restocked. The root cause of the bent contact cannot be positively identified but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.